Manufacturer narrative:
(B)(4). The complaint for this leak and the root cause is undetermined, the sample was not returned for evaluation, and a batch review was not performed to confirm the problem. There was not enough information given in the event description to determine a root cause for this complaint.

Event description:
A customer contacted global technical service (gts) reporting the home patient (hp) was in the initial drain on the homechoice (hc) and solution was leaking everywhere. The patient was not connected. The technical service representative (tsr) asked the caregiver (cg) to press stop. The cg stated they were not by the hc machine. The tsr explained the hc may alarm with se 2240 since the hc was in I-drain and the hp was not connected. The cg asked if they pressed stop could the hp connect. The tsr stated no, they would have to start over with new supplies either way. The tsr explained how to end therapy. The cg stated they may have to call baxter back. The tsr assisted with troubleshooting. Product surveillance spoke with the caregiver (cg) on (B)(4) 2013 regarding a leak during the initial drain. Per the cg, the home patient (hp) was not connected to the homechoice (hc) and she pressed go. The hp did not connect at any time after pressing go. The cg stated the solution did not leak out and that she called baxter to confirm that they needed to start over with new supplies. The cg stated they discarded the supplies and started over with new supplies. The cg stated there could have been an alarm, but was not sure what it was. The hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.